Event description:
It was reported that during surgery, the stem wedged in the canal, 1/2 inch proud. Two stem inserters were broken trying to remove stem.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a follow-up report.